Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneously (B)(6) rheumatoid factor (rf) results generated by unicel dxc 800 pro synchron chemistry system. The customer indicated the results were between 20 and 25 iu/ml when they should be < 20 iu/ml. The results were reported out of the laboratory, and were questioned by physician. No patient treatment was affected.

Manufacturer narrative:
Calibration and qc results were acceptable. No system error was noted. The customer is using reagent lot m004772. Service was not needed for this event, as this issue is reagent related. Investigation into the root cause of this issue is ongoing.